Manufacturer narrative:
D10: gore® excluder® aaa endoprosthesis - stent graft contralateral leg (sn (B)(6); UDI (B)(4)). Gore® excluder® aaa endoprosthesis - stent graft contralateral leg (sn (B)(6); UDI (B)(4)). Gore® excluder® aaa endoprosthesis - stent graft aortic extender (sn (B)(6); UDI (B)(4)).

Manufacturer narrative:
D10: gore® excluder® aaa endoprosthesis - stent graft contralateral leg (sn (B)(6)). Gore® excluder® aaa endoprosthesis - stent graft contralateral leg (sn (B)(6) gore® excluder® aaa endoprosthesis - stent graft aortic extender (sn (B)(6)).

Manufacturer narrative:
Two specimens were returned to w. L. Gore & associates for investigation. Submitted in formalin was a gore excluder aaa endoprosthesis system; one trunk ¿ ipsilateral leg endoprosthesis (trunk) with a contralateral leg endoprostheses (cl-1) and an aortic extender (ae), and a separate contralateral leg endoprosthesis (cl-2). The lumens of all devices were widely patent. The abluminal surfaces were covered in scattered plaques of light tan/brown or dark red/brown, friable, non-adherent tissue. The luminal surfaces were generally devoid of tissue, with scattered plaques of firmly adherent, dark red tissue present. The specimens were also examined using faxitron® ultrafocus high-resolution x-ray imaging. Histopathological examination was not performed due to the lack of sufficient tissue on the devices. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. Material disruptions identified (i.e., reinforcement film disruption) on the aortic main body rlt281414 were likely due to in-vivo wear by interaction with diseased artery and anatomical bends with physiologic motion over the implanted duration of the devices.

Manufacturer narrative:
Cause investigation and conclusion: additional information to the event, anatomical conditions, device information, and patient information were requested from the physician. Provided information were captured in sections 2 and 3. Clinical imaging series and the explanted devices were requested to be returned for evaluation. A review of the manufacturing records indicated the device met pre-release specifications. The devices were returned for investigation. The explant analysis summary states the following: the lumens of all devices were widely patent. The abluminal surfaces were covered in scattered plaques of light tan/brown or dark red/brown, friable, non-adherent tissue. The luminal surfaces were generally devoid of tissue, with scattered plaques of firmly adherent, dark red tissue present. The specimens were also examined using faxitron® ultra focus high-resolution x-ray imaging. Examination of high-resolution radiographs determined that no wire discontinuities were present. Histopathological examination was not performed due to the lack of sufficient tissue on the devices. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. Material disruptions identified (i.e., reinforcement film disruption) on the aortic main body rlt281414 were likely due to in-vivo wear by interaction with diseased artery and anatomical bends with physiologic motion over the implanted duration of the devices. Clinical imaging series demonstrating the reported endoleak have not been shared with gore for evaluation. Therefore the reported endoleak could not be independently confirmed during the investigation and a root cause could not be determined. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. Considering the event description, no further information was provided to gore, and the results of this investigation, this occurrence did not warrant remedial, corrective or preventative action in addition to no field safety action. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate. It was reported that a chimney-style repair was attempted but the physician was unable to cannulate the artery due to stenosis. The explant evaluation showed material disruptions on the aortic main body rlt281414 which were likely due to in-vivo wear by interaction with diseased artery and anatomical bends with physiologic motion over the implanted duration of the devices. Both reported stenosis and explant evaluation finding reasonably suggest that a potential interaction of the patient anatomy with the device might have caused or contributed to the reported endoleak. The gore® excluder® aaa endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: potential device or procedure-related adverse events adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date, a patient was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the implanted components were explanted. More information has been requested.